Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they were trying to change programs. Patient initially stated they went to the doctor on (B)(6) and the doctor told them to change to program 5. Patient requested assistance with changing programs and stated they are confused with the device. Reviewed general use of external devices and how to connect with patient's implant to change programs. Once patient connected with their implant on the call, patient stated therapy was on at 1.7, program 2. Patient then reported they thought their dr changed patient to program 5 on (B)(6). Agent attempted to clarify if the patient was just told to change to 5, but patient stated they were confused and thought the dr changed patient's therapy to program 5. Patient confirmed they were at dr's office with their equipment on (B)(6) when they thought their dr changed pt's therapy to program 5. Patient stated therapy was at program 2 on the call and stated they thought therapy should be on program 5. Agent reviewed how to change programs. Patient successfully changed to program 5 on the call and increased stimulation to a comfortable level on program 5. Patient reported they had been having trouble getting up at night to go to the bathroom and they hadn't had to get up before except maybe once. Patient clarified having trouble with having to get up more at night to go to the bathroom. Patient stated this started after their dr changed the program on (B)(6) and stated they have been having more trouble since then. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Redirected to doctor to discuss/clarify therapy adjustments.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.